Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral incisional hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported the patient underwent removal of the previously placed mesh on (B)(6) 2016 where the surgeon noted the appendix was entangled in the mesh and an appendectomy was performed as well as extensive lysis of adhesions. It was further reported the patient continues to experience severe pain, nausea, removal surgery, bowel obstruction, adhesions, lysis of adhesions, stress and anxiety. No additional information was provided.